Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Upon testing the batteries, it was determined that the user did not replace all of the batteries during the last battery change. The AED plus operator's guide states when replacing batteries to remove all batteries from the battery compartment and discard before installing any new batteries. Insert 10 new batteries into the battery well. Do not use old batteries. The batteries will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.